Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level and several diabetic keto acidosis episodes and went to the emergency room on unknown date in (B)(6) 2019. Blood glucose reading was 400 mg/dl. It was stated that the customer was treated with the intravenous fluid. It was unknown whether the auto mode was active or inactive on the insulin pump during the reported event. The insulin pump will not be returned for analysis.